Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the battery longevity of this pacemaker had increased from six months remaining at the previous follow-up to two years remaining at the most recent follow-up. Boston scientific technical services discussed factors that impact the longevity calculation, including programming changes, and referred the patient back to their physician. This pacemaker remains in service at this time. No adverse patient effects were reported.